Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion was located in an unspecified artery. During insertion of a 12 mm x 3.50 mm nc quantum apex catheter balloon into the unspecified sheath over a non bsc guide wire, the balloon catheter snapped. It occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the original shelf box and product pouch. There was contrast in the inflation lumen and blood in the guidewire lumen. The hypotube was fractured 82cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The distal shaft was kinked 9cm distally from the exit notch. The distal tip was damaged. Inspection of the remainder of the returned portion of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion was located in an unspecified artery. During insertion of a 12 mm x 3.50 mm nc quantum apex catheter balloon into the unspecified sheath over a non bsc guide wire, the balloon catheter snapped. It occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.